Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent power cable disconnect alarms, even after replacing the battery clip and battery. The controller was replaced with the backup controller. Log files recorded several power cable disconnect alarms while connected to battery power on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 7 days (06oct2023 ¿ 13oct2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms (alarms that were not associated with a power source exchange) were observed throughout the data recorded on 12oct2023. The alarms appeared to have been caused by the voltage within the white power cable fluctuating below the alarm threshold, and each alarm resolved within a few seconds of activation. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the alarms resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller exchange resolved the alarms.